Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, after a well done placement of a clip, a partial spontaneous opening of the clip was observed. The clip slides and lead to loss of the hemostasis control. Loss of blood. The procedure was extended twenty minutes. Unknown how case was completed. There were no adverse consequences for the patient.